Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch delica lancing device was not penetrating his fingers and took several attempts to obtain a sample. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient on (B)(4) 2013. The patient reported the alleged issue first occurred on (B)(6) 2013 in the evening. The patient reported using lantus and novolog insulin to manage his diabetes. The patient denied making any changes to his usual routine on the day of the alleged issue. The patient reported 30 minutes after the alleged issue occurred he developed symptoms of ¿sweating and shaking¿ which he associated with hypoglycemia. The patient reported using a back up lancing device and onetouch meter and obtained a reading of ¿66mg/dl¿ on 06/07/2013 in the evening. The patient reported having a sugary drink as treatment. At the time of troubleshooting, the cca confirmed the patient was using the correct lancets and the lancing device had been in use for 1.5 years. The cca confirmed it was not the first time the meter had been used and there was no misuse. The alleged issue was not resolved when the technique was reviewed. Replacement products were sent to the patient. This complaint is being reported because the patient alleged due to the alleged issue he developed symptoms suggestive of hypoglycemia and required self treatment.